Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the lot revealed there is no indication of a lot specific issue. The device was advanced after there was difficulty flushing the device during device preparation. The electronic perclose prostyle instructions for use (eifu) states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, the IFU deviation does not appear to have contributed to the reported difficulties based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. The instructions for use (IFU) deviation does not appear to have contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device after a neurothrombectomy interventional procedure using a small-bore sheath (8f). Reportedly, when the marker lumen was flushed prior to use, it seemed as though saline was not coming from the marker lumen. The device was advanced in the patient and there was no blood flow seen coming from the marker lumen when positioned in the vein. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.